Event description:
User reported one event of tube extubation when using with mallinckrodt endotracheal tubes. Pt had ng tube placed and taped to endotracheal tube. They are aware that the instructions for use states to use only with smiths medical endotracheal tubes, but have been using them this way for a long time.

Manufacturer narrative:
Results evaluations codes (other): review of the package insert (instructions for use) show that each package states that the portex endotracheal tube holder must be used with only the matching sized portex endotracheal tube. This customer has been informed of the incorrect use, and that it is not intended to be used with other brand endotracheal tubes.